Event description:
It was reported that there was an issue with the cannula seal and the monopolar curved scissors (mcs) instrument may have accidentally punctured the inside of the rubber insertion part. There was no reported injury.

Manufacturer narrative:
Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. A review of the provided image was performed, and the following additional information was provided: the image shows a cannula seal with a torn duckbill.